Manufacturer narrative:
The investigation for the reported delivery/product damage (cannula kink) issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery/product damage (cannula kink) issue was most likely the replacement aortic valve (av) causing the cannula to kink.

Event description:
The complainant reported a patient noted with postcardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) was attempted to be implanted with an impella rp device for mechanical circulatory support. During attempted implant, impella rp pump catheter kinked. As a result, insertion was aborted, however, there was no harm to the patient.

Manufacturer narrative:
Additional information for the initial MFR was provided in section h10. As noted in the impella IFU: impella cp with smart assist system section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ section: warnings & cautions: warnings ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿ this report is being filed as part of a retrospective review of historical records.